Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffé gen. 2 on a cobas 6000 c501 module. The sample initially resulted in a creatinine value of 3.30 mg/dl. The sample was repeated on a siemens dimension analyzer, resulting in a value of 0.89 mg/dl. The sample was repeated again on the c501 analyzer, resulting in a value of 0.90 mg/dl. The customer deemed the repeat values to be correct.

Manufacturer narrative:
The creatinine reagent lot number was 778971. The reagent expiration date was requested, but not provided. The field service engineer cleaned the analyzer water tank, installed a new system reagent, and un-blocked the sample probe. Crystals were removed from the waste drain and it was cleaned. Syringes and tubes were checked and screwed on carefully. A cell blank measurements and reaction parts washing maintenance were performed. Controls were run and all recovered within range. Performance testing was run and there was imprecision for a couple of tests. Additional maintenance was performed by the engineer. Controls passed and the instrument was confirmed to be running back within specifications. The calibration and control data were acceptable. The investigation determined the issue was resolved by the service actions.